Event description:
Dr. (B)(6) performing novasure ablation. Ablation would not complete cycle. Several attempts were made to correct the error messages that kept occurring on the generator. A second novasure device was opened and used and completed the cycle without incident. FDA safety report ID # (B)(4).